Manufacturer narrative:
The complaint can be verified. The menu button does not respond. There are particles inside the housing of the menu button. The particles temporarily isolate the area of contact inside the button housing. Due to this problem, the menu button does not respond and is without function.

Event description:
Reporter stated the menu button on the infusion device is defective. No physiological effects were reported. The infusion device was replaced and requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).